Manufacturer narrative:
No device was returned to resmed for evaluation. Device evaluation was conducted by a resmed distributor in (B)(4) who sold the device to the patient. The distributor's evaluation showed that the device was operating according to specification; there was no fault found with the device. No serious injury was reported. The distributor set-up the patient on another CPAP device. (B)(4).

Event description:
It was reported that a patient in (B)(6) had an airsense 10 device that was allegedly burning resulting in the patient seeking medical attention from intoxication of the fumes.